Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient experienced an emergency backup battery (ebb) fault at home and performed an unadvised system controller exchange. The patient was subsequently on the backup controller and was doing well. The event log file review showed that the patient experienced backup battery fault alarms on 20jun2026 and exchanged the controller at that time. The event log for the primary controller recorded backup battery faults beginning on 20jun2026 at 10:13 and continuing until the controller exchange at 10:21, consistent with an ebb failure during load test.